Manufacturer narrative:
The hardware investigation found that the reported event was related to physical damage. The threads that mate with a dynamic reference frame were damaged making it difficult to secure the thumbscrew, but not impossible. The reported event was confirmed to be caused by user damage of a cross-threaded screw.

Event description:
A medtronic representative reported that during a cranial resection procedure the radiolucent articulating arm mount was cross threading and required replacement. The site used another radiolucent articulating arm for the surgery. After a 10 minute delay the procedure was completed with navigation. There was no clinical impact.